Event description:
It was reported a few days after implant, the pt returned to the hospital because the therapy was not effective: she had continous pain in spite of intrathecal morphine. The hcp tried to test catheter but was unable to aspirate or inject into lateral port. During surgical revision several days later, the catheter was tested and appeared accessible. The hcp found all the drug from the refill in the pump's reservoir. The pump was replaced. The pump remained in the "envelope" for several days under observation and the physician said, he did not notice any drops of drug coming out of the pump during those days. The pt was doing well with the replacement. The drug in the pump was morphine.